Event description:
A distributor reported that the pump failed to recognize cartridges, resulting in a cartridge change error. There was no reported impact to the customer¿s blood glucose level. The pump was returned for inspection, and a replacement was provided pending the pump's return. Technical support noted that the pump successfully loaded a cartridge and delivered insulin without alerts during a system check, although the ce mark was erased.